Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair is pulling to the left real bad.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Both right and left motor/gearbox assemblies were returned for evaluation, however subsequent testing could not verify the complaint. Both motors operated during the bench test: wires and brake cam were wiggled with no failure, brake engaged/disengaged properly, and they passed sciemetrics. Both gearboxes also operated properly during the bench test: they passed sciemetrics and had good couplers. However, they were unable to be tested under load, so it is unknown whether or not they would have performed the same way had they been attached to a power chair. The underlying cause of the chair pulling to the left could not be determined.

Event description:
The dealer states the chair is pulling to the left real bad.